Event description:
It was reported that during the implant procedure, the lead exhibited high impedance and unacceptable thresholds. The lead was not used. A replacement was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.